Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's blood glucose was 120 mg/dl. The customer started that the buttons were frozen so they changed the battery but the anomaly persisted. The insulin pump had also alarmed low reservoir and check blood glucose. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen display was noted. The insulin pump was received with a cracked case at the display window corners and battery tube threads, and minor scratches on the display window.